Event description:
Clinical study. Same case as 2134265-2009-02849 and 2134265-2009-02850. It was reported that after a coronary artery stenting procedure the patient experienced a stent thrombosis (st), myocardial infarction (mi), and required coronary artery bypass grafting (CABG). The lesions were predilated with a 2.5x20mm maverick balloon and a 3.0x20mm maverick balloon. Followed by successful placement of 3 taxus express2 stents (3.0x20mm, 3.5x24mm and 3.0x28mm). The patient was discharged 2 days later on plavix and aspirin. About 860 days after the index procedure, the patient presented to a different facility with severe prolonged chest pain of a 2 week duration and was diagnosed with a non q-wave mi. Angio revealed lad totally occluded, lcx 90% in mid, rca totally occluded with a thrombus or restenosis, left ventricle thrombus. CABG was advised. Patient was then transferred back to the hospital where the initial procedure was performed and 6 days later had quadruple bypass using saphenous vein grafts to the 1st diagonal, obtuse marginal and the posterior descending artery, as well as mitral valve repair. The patient was discharged 6 days later. Ten month post op the patient was "very well clinically".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.